Event description:
It was reported that the patient presented for a follow-up visit in the clinic. The transmissions showed that the right atrial (ra) lead exhibited noise oversensing, which resulted in pacing inhibition and episodes of inappropriate mode switching. Programming changes were made. The ra lead was connected to the new pacemaker during the device downgrade procedure on (B)(6) 2026. The patient remained in stable condition before, during, and after the procedure.

Manufacturer narrative:
Correction: the correct usi number should have been (B)(4), rather than (B)(4). The correct event description in b5 should have been "it was reported that the patient presented for a follow up visit in the clinic. The transmissions showed that the right atrial (ra) lead exhibited noise oversensing, which resulted in pacing inhibition and episodes of inappropriate mode switching. During the device downgrade procedure on (B)(6) 2026. The ra lead was connected to the new pacemaker and programming changes were made. The patient remained in stable condition before, during, and after the procedure.", rather than "it was reported that the patient presented for a follow-up visit in the clinic. The transmissions showed that the right atrial (ra) lead exhibited noise oversensing, which resulted in pacing inhibition and episodes of inappropriate mode switching. Programming changes were made. The ra lead was connected to the new pacemaker during the device downgrade procedure on (B)(6) 2026. The patient remained in stable condition before, during, and after the procedure."

Event description:
It was reported that the patient presented for a follow up visit in the clinic. The transmissions showed that the right atrial (ra) lead exhibited noise oversensing, which resulted in pacing inhibition and episodes of inappropriate mode switching. During the device downgrade procedure on (B)(6) 2026. The ra lead was connected to the new pacemaker and programming changes were made. The patient remained in stable condition before, during, and after the procedure.